Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 4. The patient also reported receiving the power failed recovery failed message when powering on the cycler. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient¿s cycler was replaced and will be returned to the manufacturer for evaluation. A new cycler has been received by the patient.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Powered down cycler during treatment. Power fail recovery was successful. The simulated treatment was completed. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 1 of 4. The patient also reported receiving the power failed recovery failed message when powering on the cycler. A fluid leak was subsequently discovered in step 9 of treatment complete. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid reportedly leaked from the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The patient¿s cycler was replaced and will be returned to the manufacturer for evaluation. A new cycler has been received by the patient.